Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During support, the patient developed heparin-induced thrombocytopenia (hit). The staff added bicarbonate to the purge solution to resolve this issue. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.